Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medications were not crossing over to one station. The technical support specialist (tss) reviewed the logs and noted that the chunking size was set to 1 instead of 1000. The tss dialed into the es server and corrected the chunk size to 1000, after which the station began uploading all data and completed successfully within a few minutes. A device event report confirmed the latest transactions were present. The customer was contacted and verified that the transactions had crossed over to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all medications were not crossing over from server to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.